Event description:
It was reported that the pump connector suture groove flange had torn off during the implant/revision procedure. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.